Manufacturer narrative:
Concomitant products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving hydromorphone (4 mg/ml at 1.1219 mg/day), bupivacaine (15 mg/ml at 4.207 mg/day), and clonidine (100 mcg/ml at 28.05 mcg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain, failed back surgery syndrome, and other chronic/intract pain (trunk/limbs). It was reported the patient had a revision to relocate the pump pocket. The pocket was sensitive and uncomfortable. The skin around the pump was thin. It looked like the pump was going to break through the skin. Upon observation of the pump site, the doctor decided to do a pocket revision as soon as possible. The revision took place at 4:00 p.m. On (B)(6) 2015. The pocket revision was completed by moving the pocket from the left upper buttocks to the right upper buttocks. The drug and concentration doses were kept the same. If additional information is received, a follow-up report will be sent.